Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a food bolus and the calculated amount was more than the carbohydrates consumed by the customer. The customer's blood glucose level was 77 mg/dl, and the customer disconnected from the pump and consumed candy to address bg level. System check with tandem technical support showed that the customer's temporary basal rate settings was not set up. Recommendation was made by tandem technical support to contact health care provider to check the pump settings. The contact acknowledged the information and had no further questions.